Event description:
Gantry drive chain failed when attempting to remotely move from gantry angle of 45 degrees to gantry angle of 315 degrees. The gantry was found at about 45 degrees, indicating the chain failed at or near the start of the requested movement. There was no pt injury.

Manufacturer narrative:
The root cause of the broken half link is under investigation. There was no injury involved with this incident, but if this were to recur, serious injury or death could not be ruled.